Event description:
On (B)(6) 2014, it was reported that the patient's infusion device had shut off without first providing any warning. He stated that he was feeling drowsy and found his blood glucose level was elevated. He attempted to correct his blood glucose level via his infusion device and that is when he found it was shut off. He stated that during the past two weeks there have been occasions when he presses a button on the device and the device would unexpectedly shut down. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).